Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the tube had a slow leak from the inflatable balloon. The leak was detected after inflation not during pretest and was noticed 5-10 minutes after intubation. It was reported that the cuff was pretested with 10cc syringe. The patient was actually been intubated with 7.0 and was replaced with 7.5 size tube. It was stated that the patient was intubated twice. The patient was successfully intubated and now in rehabilitation with no intervention needed for the leaking tube.